Event description:
It was reported the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. It was stated that the customer inserted the infusion set in a new site. Ran a fixed prime test twice and the insulin did not exit. It was stated that the infusion set was changed and the customer did see some drops of insulin exiting. It was stated that a bolus was delivered and the insulin pump alarmed no delivery again. Performed the high pressure test and passed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan, and that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.